Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated"), the first episode of abdominal pain ("severe abdominal pain and cramps") and post procedural haemorrhage ("bleeding for the first two weeks after essure insertion") in a (B)(6) female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's consumer had no nickel allergy testing before essure insertion. Gynecologist told her that her symptoms (several medical problems, major bloating, cramps, pain on both sides, especially during ovulation and irritable bowel syndrome) were all in her head, not caused by essure. Concurrent conditions included allergy to metals. On (B)(6) 2011, the patient started essure. In (B)(6) 2011, the patient experienced post procedural haemorrhage (serious criterion medically significant) and the second episode of abdominal pain ("cramping for the first two weeks"). In (B)(6) 2012, the patient experienced the first episode of abdominal pain (serious criteria medically significant and clinically significant/intervention required), abdominal distension ("major bloating") and adnexa uteri pain ("pain on both sides, especially during ovulation"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), device breakage ("right essure coil had broken"), irritable bowel syndrome ("ibs located near fallopian tubes"), fatigue ("chronic fatigue"), menstrual disorder ("abnormal menstrual cycle"), rash ("rash on her abdomen") and alopecia ("hair began falling out"). The patient was treated with surgery (surgery to remove fallopian tubes). Essure was withdrawn. At the time of the report, the device dislocation, first episode of abdominal pain, device breakage, post procedural haemorrhage, abdominal distension, adnexa uteri pain, irritable bowel syndrome, fatigue, menstrual disorder, rash and alopecia outcome was unknown and the second episode of abdominal pain had resolved. The reporter provided no causality assessment for device dislocation, the first episode of abdominal pain, device breakage, post procedural haemorrhage, the second episode of abdominal pain, abdominal distension, adnexa uteri pain, irritable bowel syndrome, fatigue, menstrual disorder, rash and alopecia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2011: hysterosalpingogram result was full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 14-dec-2016: legal claim was received and new events were added. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and cramps, right essure coil had migrated and had broken and she also reported bleeding for the first two weeks after essure insertion. All these events are anticipated in the reference safety information for essure. Abdominal pain and bleeding after insertion procedure may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or a migration into abdominal cavity. In this present case, the exact time point of dislocation and breakage is unknown; however, as patient experienced post-procedural bleeding for 2 weeks, these both events could have occurred during insertion procedure. Despite this, given the nature of these events, both were considered related to essure. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure coil had broken'), device dislocation ('right essure coil had migrated/migration of essure device location of device: outside of ovary') and multiple episodes of abdominal pain ('cramping for the first two weeks', 'severe abdominal pain and cramps') in a 32-year-old female patient who had essure (batch no. A4264-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had no nickel allergy testing before essure insertion. Gynecologist told her that her symptoms (several medical problems, major bloating, cramps, pain on both sides, especially during ovulation and irritable bowel syndrome) were all in her head, not caused by essure. Concurrent conditions included allergy to metals, feeling unwell, skin disorder, dizziness and nausea. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced post procedural haemorrhage ("bleeding for the first two weeks after essure insertion") and the first episode of abdominal pain ("cramping for the first two weeks"), lasting 14 days. In (B)(6)2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), alopecia ("hair began falling out"), migraine ("migraines") and headache ("headaches"). In (B)(6)2012, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("major bloating / abdominal swelling") and adnexa uteri pain ("pain on both sides, especially during ovulation"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs located near fallopian tubes"), fatigue ("chronic fatigue"), menstrual disorder ("abnormal menstrual cycle"), rash ("rash on her abdomen"), premenstrual syndrome ("pms"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove fallopian tubes,salpingectomy (bilateral removal of fallopian tubes), and surgery to remove fallopian tubes,salpingectomy (bilateral removal of fallopian tubes),) and extensive medical treatment. Essure was removed on (B)(6)2013. At the time of the report, the device breakage, the last episode of abdominal pain, post procedural haemorrhage, genital haemorrhage, abdominal distension, adnexa uteri pain, irritable bowel syndrome, fatigue, menstrual disorder, rash and migraine outcome was unknown and the device dislocation, alopecia, premenstrual syndrome, headache, dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, device breakage, device dislocation, fatigue, irritable bowel syndrome, menstrual disorder, post procedural haemorrhage, rash, the first episode of abdominal pain and the second episode of abdominal pain with essure. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. "Concerning the injuries reported in this case, the following were described in patient's medical record : alopecia ". Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-jan-2020: fu 6 & 7 were processed together. Update of information (batch is inv). On 20-dec-2019: pfs received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil had migrated/migration of essure device location of device: outside of ovary"), post procedural haemorrhage ("bleeding for the first two weeks after essure insertion"), genital haemorrhage ("abnormal bleeding (general)") and the second episode of abdominal pain ("severe abdominal pain and cramps") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had no nickel allergy testing before essure insertion. Gynecologist told her that her symptoms (several medical problems, major bloating, cramps, pain on both sides, especially during ovulation and irritable bowel syndrome) were all in her head, not caused by essure. Concurrent conditions included allergy to metals, feeling unwell and skin disorder. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced post procedural haemorrhage (seriousness criterion medically significant) and the first episode of abdominal pain ("cramping for the first two weeks"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair began falling out"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("major bloating / abdominal swelling") and adnexa uteri pain ("pain on both sides, especially during ovulation"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage ("right essure coil had broken"), irritable bowel syndrome ("ibs located near fallopian tubes"), fatigue ("chronic fatigue"), menstrual disorder ("abnormal menstrual cycle"), rash ("rash on her abdomen"), premenstrual syndrome ("pms"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remome fallopian tubes,salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, alopecia, premenstrual syndrome, headache, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the post procedural haemorrhage, genital haemorrhage, the last episode of abdominal pain, device breakage, abdominal distension, adnexa uteri pain, irritable bowel syndrome, fatigue, menstrual disorder, rash and migraine outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, device breakage, device dislocation, fatigue, irritable bowel syndrome, menstrual disorder, post procedural haemorrhage, rash, the first episode of abdominal pain and the second episode of abdominal pain with essure. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. "Concerning the injuries reported in this case, the following one/ones were described in patient's medical record : alopecia ". Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs is received. Events :hormonal changes describe: pms, abnormal bleeding (general), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain added from pfs. Concomitant conditions are added from medical record. Incident: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and cramps, right essure coil had migrated and had broken and she also reported bleeding for the first two weeks after essure insertion. All these events are anticipated in the reference safety information for essure. Abdominal pain and bleeding after insertion procedure may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or a migration into abdominal cavity. In this present case, the exact time point of dislocation and breakage is unknown; however, as patient experienced post-procedural bleeding for 2 weeks, these both events could have occurred during insertion procedure. Despite this, given the nature of these events, both were considered related to essure. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil had migrated/migration of essure device location of device: outside of ovary'), device breakage ('right essure coil had broken') and multiple episodes of abdominal pain ('cramping for the first two weeks', 'severe abdominal pain and cramps') in a 32-year-old female patient who had essure (batch no. A4264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: consumer had no nickel allergy testing before essure insertion. Gynecologist told her that her symptoms (several medical problems, major bloating, cramps, pain on both sides, especially during ovulation and irritable bowel syndrome) were all in her head, not caused by essure. Concurrent conditions included allergy to metals, feeling unwell, skin disorder, dizziness and nausea. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced post procedural haemorrhage ("bleeding for the first two weeks after essure insertion") and the first episode of abdominal pain ("cramping for the first two weeks"), lasting 14 days. In (B)(6)2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), alopecia ("hair began falling out"), migraine ("migraines") and headache ("headaches"). In (B)(6)2012, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("major bloating / abdominal swelling") and adnexa uteri pain ("pain on both sides, especially during ovulation"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), irritable bowel syndrome ("ibs located near fallopian tubes"), fatigue ("chronic fatigue"), menstrual disorder ("abnormal menstrual cycle"), rash ("rash on her abdomen"), premenstrual syndrome ("pms"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remome fallopian tubes,salpingectomy (bilateral removal of fallopian tubes),) and extensive medical treatment. Essure was removed on (B)(6)2013. At the time of the report, the device dislocation, alopecia, premenstrual syndrome, headache, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the last episode of abdominal pain, device breakage, post procedural haemorrhage, genital haemorrhage, abdominal distension, adnexa uteri pain, irritable bowel syndrome, fatigue, menstrual disorder, rash and migraine outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, device breakage, device dislocation, fatigue, irritable bowel syndrome, menstrual disorder, post procedural haemorrhage, rash, the first episode of abdominal pain and the second episode of abdominal pain with essure. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, pelvic pain and premenstrual syndrome to be related to essure. The reporter commented: current weight 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. "Concerning the injuries reported in this case, the following were described in patient's medical record : alopecia ". Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-dec-2019: mr received. Reporter information updated. Lot number added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. Possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and cramps, right essure coil had migrated and had broken and she also reported bleeding for the first two weeks after essure insertion. All these events are anticipated in the reference safety information for essure. Abdominal pain and bleeding after insertion procedure may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or a migration into abdominal cavity. In this present case, the exact time point of dislocation and breakage is unknown; however, as patient experienced post-procedural bleeding for 2 weeks, these both events could have occurred during insertion procedure. Despite this, given the nature of these events, both were considered related to essure. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.